Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the monopolar curved scissors (mcs) instrument was stuck in universal surgical manipulator (usm3). Tse spoke with surgeon who informed him that the scissors were at an angle when trying to be removed and became stuck at the cannula's tip. They straightened out the jaws with another instrument but usm3 was now flashing yellow and they were not able to remove the mcs from usm3. While tse was speaking with the customer again and bringing up system logs, the surgeon was able to remove instrument and continue with procedure with no reported injury.